Event description:
It was reported that during the implant procedure, the helix did not fully retract and caught on tissue. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): no anomalies found, the defib conductor was distorted, the helix/lobe was distorted/bent and the stylet was bent.